Event description:
It was reported that the right atrial and right ventricular lead failed to capture due to dislodgement. Both leads were extracted and replaced. The patient was stable before, during, and after the procedure.